Event description:
Pt was undergoing a coronary by-pass. The inlet port on the centrifugal pump head cone separated from the rest of the component. Inlet and outlet lines were immediately clamped. The cone was replaced and blood flow restored. Approx time was 2-3 mins. Post-op lab tests showed all functions as normal. Pt expired approx 48 hrs later.